Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery (specific date not reported) to replace the internal magnet. This report is submitted on december 21, 2021.

Manufacturer narrative:
This report is submitted on november 22, 2021.

Event description:
Per the clinic, the patient experienced pain at the magnet site. There was a wound on the head at the magnet site (unknown if there was a trauma). The internal magnet has been displaced. There are plans soon to replace the magnet.